Event description:
It was reported that a patient experienced pleuroperitoneal communication coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and a thorascopic diaphragm was repair was performed. The cause of this event is unknown. At the time of this report, the patient outcome is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.